Event description:
Patient required replacement of triple-lumen PICC line r/t leaking from "gray lumen" near the securacath device. There was a visible 1 cm slit in the line near the 1 cm marking. There have been an abnormal amount of these replacements required recently and all have been from the same lot number and leaking from the same gray lumen. Bard powerpicc lot number reju3499. Line was sent to imaging manager and imaging educator. Unused lines with this lot # have been removed from stock and will be discussed with supply chain. Line was replaced without incident and no harm to patient, though it was an extra procedure that wouldn't have been required for patient. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc hf catheter (per site reporter). They are wanting the sample, which we have sent back for investigation. No closure as of 1/23.